Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having sinus infections and is on antibiotic medication. The device has been returned but not yet evaluated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged burnt smell came from device, having sinus infections and is on antibiotic medication. There was no report of serious injury or harm. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed unknown white dust like contamination and hair like fibers at inlet, unknown black dust like contamination were found near top enclosure of the device and unknown black, presence of water ingress inside the device, brown and white dust like contamination and hair like fibers at iso(international organization for standardization) port. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm any kind of smell coming from the device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of burnt smell coming from the device and there is no visible damage or functionality failures of the device. The manufacturer observed dust/dirt contamination in the device and are consistent with being from an external source. Health impact grid, evaluation method code, evaluation results code and conclusion code grid has been updated. Recall number was updated.